Event description:
A complainant indicates that complainant received significantly different results when compared to complainant's physician's meter. For example the glucometer elite gave a blood glucose result of 270mg/dl while complainant's physician's system (method unknown) gave a result of 93mg/dl. While on the phone electronic checks of the system were found to be satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that these reagents are not supplied by bayer and therefore co cannot trouble shoot the significantly different blood glucose results. As a goodwill gesture, co supplied customer with bayer authorized elite strips and asked the customer to call back when complainant has received the replacement product for add'l help or troubleshooting. The complaint is considered closed for purposes of MDR.